Event description:
Product name: coflex lf2 sterile foam bandage, tan, 1" x 5 yd. (2.5 cm x 4.6 m) manufacturer: medline industries, lp product code: dynj089001; lot (10)25gbo085; lot (10)25gbo096. Description of problem: the outer label indicates the product is 1" coflex, but the product inside is 2". This issue has been occurring since (B)(6) 2025. When asking medline about the issue, they claim it is a "planned substitution," and did not mention the manufacturing/labeling error. We use 1" coflex for hand surgeries and 2" coflex is too large for hands. The labeling error was caught before the product was used for patient care and no adverse events occurred.